Event description:
User facility was performing a bronchoscopy with fluoro on an ill patient using the precisor broncho forceps. User alleges while grabbing tissue from the right lower lobe of the lung that he took surrounding tissue with it causing the site to bleed excessively. The patient died after the procedure (cause of death was not due to excessive bleeding per user facility). After the facility's 10 day period and during the case review, the physician alleges that the length of the forcep is too agressive. (No sample will be returned and the lot number is unknown. The device was discarded by facility as they did not expect the patient to expire).

Manufacturer narrative:
The complaint is inconclusive as no sample was returned for evaluation. DHR review was not possible without a valid lot number. A search of the database was performed from 2005 to present. No other complaints were found for the reported condition. The complaint database will be monitored for further occurrences.